Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Additional information received: adding UDI # (B)(4). Adding implanted date: (B)(6) 2023. Adding explanted date: (B)(6) 2023. This is a follow up report for this additional information. Additional FDA coding being added after investigation of device. Adding additional investigation conclusions code 50. This is a follow up report to add this additional code. Device received for this event is being corrected from unknown atis implant catalog # unknown atis implant to primetaper ev ø3.6 x 13mm os catalog # 68011093. Lot # : from lot # unknown to lot # 506904. This is a follow up report to correct this information.